Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One filled unit was received containing no fluid in the bladder. Visual inspection and functional leak test were subsequently performed on the unit. During and after fill, no evidence of a leak was observed at the fill-port. Based on the evaluation findings, the reported issue was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a leak was observed at the filling port in a low volume infusor. The reported condition occurred after filling the infusor with about 200ml of unknown solution. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.